Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 alarm and no time/clock anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm and time clock anomaly. The customer's blood glucose was unknown. The customer was able to clear the alarm. Customer tried for more than 3 time changing the time and date but keeps going back to default state and asking to set up. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert back to back up plan. The insulin pump will be returned for analysis.